Manufacturer narrative:
The information provided was limited, and at this time, no conclusions can be made as to the degree to which the mesh implant may have caused or contributed to the patient outcome. The medical records provided did not include specific details of the implant procedure or of the 2006 partial explant procedure. Product identifiers were not found in the patient medical records, nor were they included in the attorney's report. Therefore, a manufacturing review of the alleged implanted device is not possible. A review of the IFU shows that erosion, fistula, and adhesions are all identified in the adverse reaction section. If additional information is obtained a follow up MDR will be sent. Note: section a through d. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is based on the attorney's report and medical records provided by the patient's attorney: on (B)(6) 1998, patient was implanted with a "marlex" mesh (alleged bard flat mesh) during an abdominal sacrocolpopexy procedure for the treatment of vaginal vault prolapse. On (B)(6) 2005, diagnosed with vaginal bleeding and mesh erosion. On (B)(6) 2006, patient underwent a partial excision of eroded mesh (alleged bard flat mesh). On (B)(6) 2006, patient was diagnosed with a colovaginal fistula. On (B)(6) 2006, patient underwent an exploratory laparotomy with mesh removal, lysis of adhesions, repair of small bowel deserosalized area x2, and takedown of the fistula with repair of vaginal cuff and low anterior resection.